Manufacturer narrative:
(B)(4). Additional information: it was reported that peritoneal dialysis was discontinued and the patient was switched to hemodialysis. The patient was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. It was reported that the even was caused by the patient not following the procedure strictly on changing fluids. The patient was hospitalized on the same day for the peritonitis. The treatment for the event was not reported. At the time of this report, it was not reported what the outcome of the event was. On an unreported date, the patient was retrained on the procedure for changing fluids. Additional information was requested, but is not available at this time.